Manufacturer narrative:
The reported events were unacceptable threshold, far r over sensing and lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: to missing complaint of dyspnea shortness of breath in b5 and h6.

Event description:
It was reported that the patient presented in clinic due to syncope, dyspnea shortness of breath and arrhythmia. Device interrogation revealed far r oversensing, high capture thresholds and dislodgment was confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic due to syncope and arrhythmia. Device interrogation revealed far r oversensing, high capture thresholds and dislodgment was confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.